Manufacturer narrative:
Common name & product code: dqy: dqy catheter, percutaneous; lit: lit catheter, angioplasty, peripheral, transluminal. Customer name and address: phone: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a complex procedure to repair a dissecting aneurysm of the aorta, an advance micro 14 ultra low-profile pta balloon catheter separated after being used to enlarge another medical device. The patient had also undergone a complex surgical procedure of the aorta nine years ago. Because dissection flaps were present, the left renal artery and celiac trunk could not be connected to a branched stent graft within a reasonable time; therefore, a staged procedure was planned. In order to place a stent within the left renal artery to revascularize the left kidney, the user decided to make a hole in a previously placed aortic stent graft. After the hole was made, the user enlarged the hole with several percutaneous angioplasty balloons of successive sizes. The complaint device was the first balloon used to enlarge the hole in the stent graft. After the balloon was deflated, it was unable to be removed from either the very small hole or metal ring in the stent graft. The user continued the attempt to remove the balloon catheter and the distal portion of the catheter however approximately one-millimeter by three-centimeters of the catheter separated and remained in the patient, partly in the aortic stent and partly in the left renal artery. The separated portion of the device was stented in place with the already-planned stent graft. Kidney function was reportedly normal after the procedure. The user is reportedly aware that the device is not indicated for dilation of other medical devices.

Event description:
No new patient or event information to report.

Manufacturer narrative:
Description of event: as reported, during a complex procedure to repair a dissecting aneurysm of the aorta, an advance micro 14 ultra low-profile pta balloon catheter separated after being used to enlarge another medical device. The patient had also undergone a complex surgical procedure of the aorta nine years ago. Because dissection flaps were present, the left renal artery and celiac trunk could not be connected to a branched stent graft within a reasonable time; therefore, a staged procedure was planned. In order to place a stent within the left renal artery to revascularize the left kidney, the user decided to make a hole in a previously placed aortic stent graft. After the hole was made, the user enlarged the hole with several percutaneous angioplasty balloons of successive sizes. The complaint device was the first balloon used to enlarge the hole in the stent graft. After the balloon was deflated, it was unable to be removed from either the very small hole or metal ring in the stent graft. The user continued the attempt to remove the balloon catheter and the distal portion of the catheter however approximately one-millimeter by three-centimeters of the catheter separated and remained in the patient, partly in the aortic stent and partly in the left renal artery. The separated portion of the device was stented in place with the already-planned stent graft. Kidney function was reportedly normal after the procedure. The user is reportedly aware that the device is not indicated for dilation of other medical devices. Investigation ¿ evaluation: a document based investigation was performed including a review of drawings, the instructions for use, manufacturing instructions, and quality control data. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was made out of specification. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: intended use. "The advance 14lp low profile pta balloon dilation catheter is intended for percutaneous transluminal angioplasty (pta) of lesions in peripheral arteries, including iliac, renal, popliteal, infrapopliteal, femoral and iliofemoral, as well as obstructive lesions of native or synthetic arteriovenous dialysis fistulae." Precautions: ¿in heavily scarred access sites, use of an introducer sheath is recommended.¿ ¿manipulate the catheter using fluoroscope control.¿ instructions for use: balloon preparation- ¿choose a balloon appropriate to lesion length and vessel diameter.¿ ¿upon removal from package, inspect the catheter to ensure no damage has occurred during shipping.¿ balloon introduction and inflation: ¿flush the catheter lumen labeled ¿distal¿ using heparinized saline solution.¿ ¿apply negative pressure to lumen labeled ¿balloon¿ prior to introduction. Advance the balloon dilatation catheter counterclockwise over a pre-positioned .014 inch (0.36 mm) wire guide.¿ ¿activate the hydrophilic coating by wiping the balloon with heparinized saline solution.¿ ¿under fluoroscopy, advance the balloon to the lesion site. Carefully position the balloon across the lesion using both the distal and proximal radiopaque balloon markers. Note: if resistance is met while advancing the balloon dilatation catheter, determine the cause and proceed with caution.¿ ¿inflate balloon to desired pressure.¿ ¿if balloon pressure is lost and / or balloon rupture occurs, deflate balloon and remove balloon and sheath as unit.¿ balloon deflation and withdrawal: ¿if resistance is met during withdrawal, apply negative pressure with a larger syringe before proceeding. If resistance continues, remove balloon and sheath as a unit.¿ how supplied: ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ a review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Due to the limited information provided, cook has determined that a failure to follow the included instructions was the primary cause of the incident. It was stated that the physician used the catheter to inflate the stent, and it could have contributed to the tip separation, and the IFU clearly states the device is not intended to be used to dilate other medical devices. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.